Event description:
Additional information received reported that a warm bath was used to aid in filling the pump; however, the pump was not able to be filled with the remains 3ml of drug. There were no patient symptoms or complications associated with the event, as the pump was not implanted yet. The cause of the issue was unknown. The pump was replaced due to normal end of life. The patient was doing fine at this time.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported during a pump replacement (replacing a 20ml pump with a 40ml pump), the reporter was not able to/having difficulty filling the pump with the complete amount of medication. It was reported they could get 37ml in the pump and had 2 ml left. The outcome of the event was not reported. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.